Event description:
The customer reported the ventilator displayed a pressure sensor range error and alarmed. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator. No additional patient harm was reported. The remote service engineer (rse) spoke with the customer who said they power cycled the ventilator and was unable to duplicate the issue. The rse advised to perform the performance verification testing to see if the issue can be duplicated and to confirm proper operation of the pressure sensors. The customer reports they cycled power and did not see the error again. The customer performed the performance verification and the ventilator passed all tests and was returned to service.